Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during preparation of the device. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot f2303801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during preparation of the device. There was no reported injury to the patient. Additional information was requested but was not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected. It was observed that both button #1 and button #2 were not depressed. Neither the syringe, nor the procedure sheath, were returned for analysis. The stopcock was set in the opened position. The sealant remained in the manufacturing position, fully covered by the sleeves. The balloon is not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A leaking condition was observed with the balloon. The balloon was inspected using a vision system to obtain a magnified image, and an axial tear was found on the balloon. A product history record (phr) review of lot f2303801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure during prep reported. However, handling factors during prep are possible. This type of tear is typically observed when the balloon comes into contact with calcification, and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.